Manufacturer narrative:
(B)(4). During a separate event involving a different device owned by this customer, the customer observed that when a specific external third party usb data cable was plugged into a device it would cause the unit to either not power on, or to power off by itself, when it was plugged in. After removing the external third party usb data cable from the device, proper device operation was observed. The customer provided the external third party usb data cable to physio-control for further analysis where it was observed that the cable was, in fact, damaged internally which had caused an electrical short in the cable that led to the device itself losing power, or failing to power on when prompted. Once the customer discovered that the likely cause of the reported issue was the damaged/shorted external third party usb data cable, they declined service on their device.  The device has not been returned to physio-control for evaluation. Based on the information available, it is reasonable to conclude that the cause of the reported issue was a damaged/shorted external third party usb data cable.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.